Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump finished infusing four hours early. The rate was 2.2ml, volume 102ml, and 93.5ml was given. It is unknown if there was a patient, or clinician injury associated with this occurrence.